Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist (tss) dialed into both the server and the station. Logged into pes and reviewed the affected patient. Confirmed the patient was visible on the server, in admitted status, and assigned to the correct unit and area. Logged into the station and verified that the patient was visible and had been created on the pes server. Tss confirmed that there was no cce server for the facility and determined that the environment appeared to be for education/training purposes, as the patient details seemed to be user-created. Further investigation showed that the station was configured in non-profile mode. An email was sent to the appropriate team requesting the station be changed to profile mode, and the customer was informed of the findings. The system functioned as intended after technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not crossing over on station. Customer tried reboot the station but still unable to resolve. There were no adverse events or injuries reported based on this event.